Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the device would likely not have sufficient power available to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated.

Manufacturer narrative:
Physio-control has performed numerous attempts to retrieve the device for an evaluation but no response appears to be forthcoming.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.